Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative (rep) regarding a patient who was implanted with a neuros timulator (ins). Information was reported that the patient's system is showing high impedance exact value not known. Impedance check showing red ¿x¿ on electrode. This occurred on electrode 6. The patient had a loss of stimulation. Impedance check. Reprogrammed around electrode with high impedance not using this electrode. Error message on patient remote resolved. The cause is not known, and the issue has not been resolved. Patient requested to meet for reprogramming due to inability to adjust intensity on patient controller and lack of pain relief. Upon battery interrogation, the previous issue was found. Patient was re-programmed not using this electrode. Additional information was received from rep stating patient was able to establish adequate therapy as she was reprogrammed for pain relief to her satisfaction around the electrode with the high impedance. The patient reported that shortly after they were implanted, they had the settings not available message and was told that 2-3 of their electrodes were not registering. They re-peated that programming around the impedances resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt says they are still dealing with the same issue and see the settings not available screen, and says the manufacturer representative (rep) found that 3 of their 7 nodes weren't working, as reported in original call. They said rep corrected this, and then in october 2022 had a fall and "they found another couple of nodes were out and they fixed it". Pt says none of the groups are working and they get the settings not available screen and aren't getting therapy results. Patient called back and repeated that they are seeing "settings not available" in all of their program groups. Patient stated that this is the third time this has happened in the 2 years that they've had the implant. Patient asked who their local rep is to make an appointment; agent reviewed requesting a rep through the healthcare provider.